Event description:
It was reported per maude report that the md was placing a central line for acute medical purpose. The spring wire guide used for insertion migrated into the pt's vascular system.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.